Event description:
It was reported that the electrode array was damaged.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.